Event description:
Paramedics responded to a person complaining of chest pains. The device was connected to the pt for electrocardiogram monitoring while being transported to the hosp. According to the reporter the device alarmed "right arm leads off" and would not display the pt's electrocardiogram. A backup monitor was immediately called for and used during transport. No adverse affects to the pt were reported as a result of the alleged malfunction.